Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure in a previously stented lesion, the rx lifestream was inflated to 16atm, which is above rated burst pressure, and burst. Repeated attempts to remove the balloon from the stented area were unsuccessful and the pt was taken for emergent bypass graft surgery and removal of the balloon. Reportedly the pt was stable 4 days post operatively.